Event description:
The consumer reported using the product for an unspecified amount of time on her left clavicle. When the patch was removed, the consumer described a burn in the area worn which subsequently became infected. The infection required her to halt the treatment of psoriatic arthritis with methotrexate and enbrel. This gap in treatment likely resulted in further exacerbation of her psoriatic arthritis symptoms.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.